Event description:
Fujifilm has been informed that the subject endoscope was cultured and tested positive for staphylococcus iugdunensis. As the subject unit was being sampled and cultured as part of a postmarket surveillance activity, no patients were involved or exposed to the endoscope. Per study protocol, the endoscope was immediately quarantined after initial sampling, until culturing data were available. Following the positive culture, the endoscope was not clinically reused. The additional sampling and culturing were performed after the second disinfection, and confirmed that no high concern organism were present. The endoscope was sent back to fujifilm for instrument inspection/evaluation by fujifilm, and no device failure was confirmed in the area the culture was performed.